Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wired occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother stated upon removal of the sensor, the sensor wire detached from the sensor pod and remained in the skin. Because the patient complained of pain at the insertion site, the patient was taken to an urgent care center the night the sensor was removed. She was evaluated by a physician and an x-ray was performed. The x-ray confirmed the wire in the skin. The area was numbed, incised and the wire was removed. The wound was closed with skin glue and a butterfly bandage. At the time of contact, the patient was recovering and no longer complains of pain at the insertion site. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.